Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was extra plastic around the catheter.

Manufacturer narrative:
The reported event was confirmed. Per the visual inspection, silicone adhesive (rtv) was noted to be stuck on the catheter shaft. No other defects were observed. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." Correction: additional information.

Event description:
It was reported that there was extra plastic around the catheter.